Event description:
During a ptca treatment procedure, the maverick monorail 20/2.0 mm balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the proximal left anterior descending coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported. Pt status is reported as 'good'.